Event description:
It was reported a 6f angio-seal vip device was used on a thin pt. Deployment left the collagen exposed above the skin at the arteriotomy. The suture was cut and the collagen was tucked under the skin. Reportedly, the puncture site looked good. The next day, the pt returned with a hematoma. Manual compression was applied and the area was ablated. Reportedly, the pt was in stable condition.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the hematoma could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the punture site. If necessary, monitor pedal pulses. The IFU also state collagen may protrude from the skin after tamping has been completed on very thin pts. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not cut off the excess collagen as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.